Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and moderately calcified coronary artery. A 3.00x28mm promus element plus stent was advanced for treatment. However, it was noted that the stent was worn when crossed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.